Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and "motor fault". The customer tried calibrating the transducers but they will not calibrate. The customer reported that there was no patient involvement.